Manufacturer narrative:
The complaint was not confirmed and no new issues were observed, all results were within the range spec and no errors was observed during control solution testing. Upon reviewing the meter's hyperterminal reading logs, all reported readings were found.

Event description:
Customer's wife reported customer received a reading of 221 mg/dl on their freestyle freedom meter and gave customer 10 units of novolog insulin. Customer's wife reported, customer had a seizure two hours after the treatment. Customer's wife obtained a glucose reading of 81 mg/dl and gave juice and food to customer. Customer's wife reported customer suffered with grand mal seizure a few minutes later. Paramedics were called and obtained a reading of 53 mg/dl with their hcp meter and treated customer with glucose. Customer was then transported to hosp where he was being diagnosed with severe hypoglycemia. The treatment at the hosp is unk. There is no report of death or mistreatment associated with this event.